Event description:
It was reported that the ICD and lead were removed from service due to inappropriate therapy and 'possible lead fracture'. No patient complications have been reported since the devices were removed from service.

Event description:
It was reported that the ICD and lead were removed from service due to inappropriate therapy and 'possible lead fracture'. No patient complications have been reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned. Evidence of over sensing was recovered from the device's diagnostic memory. The reported inappropriate shocks were caused by a leaky capacitor. It was reported that the ICD and lead were removed from service due to inappropriate therapy and 'possible lead fracture'. No patient complications have been reported. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d)capacitor device was out of specification in a manner that relates to event shock, inappropriate dissatisfaction.